Event description:
Adverse event(s): "none" (no consequences or impact to pt). Product problem(s): "tip is blunt" (dull [knife]). A customer reported the knife was blunt. Additional info was requested. Additional info was received. It was reported that the event occurred during surgery and there was no delay or pt harm. Another knife was used to complete the case.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable info becomes available. (B)(4).